Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to available information, this patient's malleable prosthesis was explanted due to early stage erosion. A new inflatable penile prosthesis was implanted and no other adverse patient effects were observed.